Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. Product unavailable for analysis.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1588 for a description of the other device. It was reported to boston scientific that during an esophagogastroduodenoscopy (egd) procedure, the resolution hemostatic clip device misfired. There were two occurrences of the resolution hemostatic clip device misfiring. The procedure was successfully completed with a third clip. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."